Event description:
Customer meter allegedly reading error 2. They did not report any symptoms. They did take insulin. There was no evidence of an adverse event, based on the information provided. The customer service representative tried troubleshooting and kept getting error 2. The meter was replaced to an unresolved issue.